Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to high pacing thresholds and high out of range pacing impedance measurements of greater than 2000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).